Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 550cc, catalog number 3505501bc, lot number 5621108 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and experienced rupture on the left side. The rupture was discovered during a surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc, catalog number 3503751bc, lot number 7632588 serial number (B)(4) (l) and lot number 7613345, serial number (B)(4) (r) on (B)(6) 2019.